Event description:
It was reported that the display on the insulin pump was black. Troubleshooting was performed, but the display could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an problem isolated to the liquid crystal display board.